Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion which was confirmed but not reproduced. Ther upstream sensor was replaced to correct the condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion message. There was no pt involvement.